Event description:
A report was received that the patient had difficulty charging the ipg. X-ray confirmed that the ipg had flipped. The patient underwent a pocket revision procedure wherein the ipg was repositioned. The patient was doing well postoperatively.